Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that his blood glucose was running high; he experienced diabetic ketoacidosis, and damaged his kidneys. Customer's blood glucose was at 319 mg/dl. The customer was assisted with rewind, priming and fixed prime on his insulin pump. Assistance was also provided with changing basal rates and bolus wizard settings. The customer further reported that he has been critically ill and has liver issues. No further information provided.